Manufacturer narrative:
The report of a dim pump running symbol and damage to the strain relief of the power cables was confirmed during the analysis of the returned system controller. Although the analysis could not determine a root cause for the dim pump running symbol, the system controller¿s ability to operate the system was not affected. Visual inspection of the system controller also confirmed the damage to the connector strain relief of both the white and black power cables. The system controller's primary function was not affected by the damage to the power connector strain reliefs, and during the functional testing performed in the laboratory, the lvad system was able to be supported independently by either power lead. It was noted that the returned system controller was 2.5 years in clinical use. A review of the device history records for system controller revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device ¿ 2 years and 4 months. (Calculated from the date when the system controller was issued to the patient.) The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. It was reported that the patient presented to clinic on (B)(6) 2017 for a system controller software upgrade on the primary and backup system controllers. On the morning of (B)(6) 2017, the patient reported connecting 2 fully charged batteries to the active primary system controller (pc-47575). At approximately 1:30 p.m., patient heard an alarm, described as a ¿chirping¿, which the patient described as sounding a little different than the usual beeping with low voltage advisory. The patient was reportedly asymptomatic. The patient then exchanged the primary controller with the new backup controller and came to the hospital for evaluation. Interrogation of the system controller history on the initial primary controller (pc-47575), low voltage advisory were observed, that were followed by a system controller exchange. The patient¿s new primary system controller (pc-47576) operated the pump, and there were 2 low voltage advisories recorded in the system controller history. The patient reported distress and panic after the system controller exchange because the green pump running symbol was not illuminated. Upon inspection in the emergency department, the pump running light was present, but very dim. In addition, the current primary controller (pc-47576) had some sign of wear on the bend relief of the white power connection. No additional information was provided.